Event description:
The customer reported fatal error 11 and one drop of diluent on top of the control rubber cap involving the coulter act diff 2 analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. Beckman coulter advised the customer to power the unit off then back on, and noted the fatal error did not recur. The customer noted the probe wipe block was hanging from the tubing. The customer was advised to clean and reinsert the probe wipe block and indicated system startup passed. Quality control (qc) passed within the acceptable limits. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).